Event description:
It was reported that while closing out orders it was realized that a expired guide wire was used in a primary surgery trauma humeral nail case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The investigation will be performed on the issue not the device. Device and packaging were discarded by the hospital.

Event description:
It was reported that while closing out orders, it was realized that a expired guide wire was used in a primary surgery trauma humeral nail case.

Manufacturer narrative:
Evaluation summary: no deviation was noticed in manufacturing documents, process and risk analysis. An expired guide wire was used where the sterile period was exceeded since 7 months (expiry date on label: september 30, 2013; date event occured: (B)(6) 2014). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. There is no medical intervention necessary in this case and a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported guide wire should have been noticed prior to surgery. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. The event is not linked to a deficiency of the device but is rather related to off-label use. No non-conformity was identified.